Event description:
Customer emailed saalt to explain that they chose to seek medical care to have their cup removed because they could not remove it themselves. Saalt responded and asked more about the customer's experience. Saalt asked if this was the first time the customer had used the cup, how long it had been inserted prior to removal attempts, what resources the customer utilized, what the doctor said when they removed the cup, the type of cup the customer was using, their original order number, and requested a photo of the cup. Customer responded with requested information. She attempted to remove the cup multiple times over a 12 hour period and was not able to pinch the base for removal on her own. Instructions for use (IFU) states to remove the cup: "consider removing your cup in the shower or while sitting on a toilet. Always pinch the grip rings at the base of the cup to break the seal (don't pull on the stem alone). Wiggle your cup back and forth while holding the grip rings and keep your cup upright as you pull it past your labia to avoid spilling." It also states that "the cup can move higher if a good seal isn't formed when first inserted, but it will not get lost in the vagina. Walk around and wait 30 minutes and try again, or use your pelvic muscles to bear down on the cup, pushing it lower. Squatting in the shower can also help. Once in reach, pinch the lower base of cup to break the seal, and then gently pull it out." The IFU further states that "uterine lining can sometimes get stuck inside the cup and block the suction holes making it difficult to remove the cup."